Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician was unable to deliver the lead up to the needed space t8-9. As a result, the the procedure was abandoned.